Event description:
It was reported that pericardial effusion and cardiac tamponade occurred. The patient presented for a left atrial appendage (laa) procedure. During the transeptal puncture the blood pressure of the patient dropped and the heart rate was low. No pericardial effusion was noted at that time. The procedure was continued with the implant of a 24mm watchman flx left atrial appendage closure device. Post procedure the patient continued to require management of their blood pressure and heart rate. It was decided to place a temporary pacing wire. One and a half hours post procedure while in the post anesthesia care unit (pacu) the patient was still unmanageable. Transthoracic echocardiogram was performed and revealed pericardial effusion with cardiac tamponade. A pericardiocentesis was performed. 500cc of blood was removed from the pericardium. The patient stabilized and fully recovered.